Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received on 27 may 2021 indicated that the treatment of the aneurysm was considered complete according to the reporting physician. No patient complications occurred as a result of the event. There was a continuous flush maintained through the devices. Excessive force had not been applied to the device. No further information could be obtained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a pulserider-assisted coil embolization of a basilar tip aneurysm, a headway 21 (microvention) microcatheter was delivered to the target lesion and a pulserider t 3mm, 8mm arch (201d/xf00008915 ¿ lot number pending verification) aneurysm neck reconstruction device (anrd) was inserted into the introducer; however, there was an intensive resistance felt. The physician confirmed the shape of the implant and it appeared to be normal. It was delivered again but the same issue continued. The physician managed to advance the pulserider into the hub of the microcatheter, but it was not able to be inserted into the body/shaft of the microcatheter. The pulserider was removed, and the physician confirmed that it was deformed. Framing of the aneurysm was performed by simple technique without the pulserider. The procedure was completed with a total of five coils (galaxy g3 and g3 mini). No patient complications occurred as a result of the event. Additional information was received indicating that the treatment of the aneurysm was considered complete according to the reporting physician. There was a continuous flush maintained through the devices. Excessive force had not been applied to the device. No further information could be obtained. Preliminary evaluation of the returned device performed by local j&j affiliate on 21 apr 2021 showed a fibrous material attached to the tip of the implant inside the introducer sheath. Per photos of the product label, the serial number of the complaint device is 30480552-01. A manufacturing record evaluation was performed for the finished device 30480552 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit pulserider t, 3mm, 8mm arch was received inside of a pouch, it was visually inspected, and no damages were observed on it. The device was inspected under a microscope and it was noted that the implant has a foreign material on it, also the fork section below the anchor was found with a bent condition, no other damages or anomalies were observed during the microscopic inspection. Due to the foreign material noted on the implant, the foreign material was removed from the implant and was sent to a fourier transform infrared spectroscopy (ft-ir) analysis in order to determine the material composition and potential source. Overall, ft-ir analysis revealed foreign material exhibited the characteristic infrared spectrum for cellulose -base material. However, the source of origin remains unknown. Device impeded is a known issue. With the information provided, it is not possible to determine the root cause of the event. However, there are procedural and handling factors that may have contributed rather than the design or manufacture of the device. Based on the visual inspection of the pulserider t, 3mm, 8mm arch no apparent damages or anomalies were observed, however a microscopic inspection revealed that the device has a bent condition at the fork section below the anchor. This condition is related with the customer complaint regarding an ¿anrd ¿ damaged¿ and could be related with the customer experience regarding an impeded in introducer condition. Therefor the customer complaint regarding a ¿anrd ¿ damaged¿ was confirmed based on the damage observed. The alleged deformation of the pulserider anrd is likely indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. There is evidence of a product malfunction as the device failed to meet its performance specification or otherwise did not perform as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event. Furthermore, a modified surgical technique was used which was considered to be an equally acceptable alternative to the planned procedure and no adverse outcome was documented in the complaint report. The instructions for use (IFU) do contain the following warnings and precautions: ¿ do not torque or rotate the delivery wire more than 5 revolutions without observing a response at the distal end. Torqueing the device with the implant deployed and engaged in the vasculature may result in fracture of the device which could make removal difficult or impossible and may cause vessel damage or dissection. If the desired torque response is not obtained at the distal end after applying 5 proximal revolutions, remove the device from the patient, inspect for damage, and replace device if damage is evident or suspected. ¿ never advance or apply torque against resistance without careful fluoroscopic assessment of the cause. Movement against resistance may result in damage to the vessel or the device. If the cause cannot be determined, withdraw the device from the patient and replace with a new device. ¿ carefully inspect the package, implant, and delivery wire to ensure they are not damaged. Do not use the device if the sterile barrier is compromised or the device is damaged. ¿ inspect for device damage. The implant should be unconstrained within the protective housing and should be attached to the distal tip of the delivery wire. The introducer should be loaded on the delivery wire proximal to the implant and extending through the rhv into the protective housing. Do not use the device if the implant or delivery wire appear damaged in any way. During the analysis, a foreign material was noted on the implant. Due to this observation, the device was sent to a ft-ir analysis which reveals that the material spectrum corresponds to a cellulose based material. It cannot be determined the source of origin however it is unlikely to be related to the controlled manufacturing process. Procedural and other factors may contribute to this finding since the presence of the particle was not reported during the procedure; however, this cannot conclusively determine. A search of complaints belonging to this lot number was made and there was no other complaint reported. Additionally, a device history record evaluation was performed, and no non-conformances were identified. This complaint will be reassessed if new information becomes available. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the visual analysis performed on the preliminary photos received. Fibrous material can be observed on the implant of the pulserider t. These findings meets regulatory reporting criteria. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual analysis performed on the photos provided, the pulserider t was observed inside the introducer. Also, a fibrous material can be observed on the implant of the pulserider t, at this time, it cannot be possible determined the source of the fibrous material nor the composition of it. Further analysis of the material will be performed when the device is returned for analysis. Also, no damages were observed on the implant, according to the photos provided, the implant is still attached to the rest of the device. The customer complaint regarding "anrd - damaged" was not confirmed, although a fibrous material was observed on the implant, there is no evidence of apparent damage on the device. The customer complaint regarding "delivery wire - pulse rider - impeded - in introducer" could not be evaluated based on the photos, since no functional test could be performed based on the photos. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Further investigation will be performed if the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that during a pulserider-assisted coil embolization of a basilar tip aneurysm, a headway 21 (microvention) microcatheter was delivered to the target lesion and a pulserider t 3mm, 8mm arch (201d, xf00008915) aneurysm neck reconstruction device (anrd) was inserted into the introducer; however, there was an intensive resistance felt. The physician confirmed the shape of the implant and it appeared to be normal. It was delivered again but the same issue continued. The physician managed to advance the pulserider into the hub of the microcatheter, but it was not able to be inserted into the body/shaft of the microcatheter. The pulserider was removed, and the physician confirmed that it was deformed. Framing of the aneurysm was performed by simple technique without the pulserider. The procedure was completed with a total of five coils (galaxy g3 and g3 mini). No patient complications occurred as a result of the event. No further information was provided at the time of complaint initiation. Based on the visual analysis performed on the preliminary photos received, fibrous material can be observed on the implant of the pulserider t.